Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. However, the proximal and distal conductors of the lead became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Visual inspection found that the conductors near the tied down sleeve were distorted and the distal segment conductor ends, the filars were damaged, extrinsic/cut. No fracture in-vivo was observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was being replaced due to a system upgrade and during the procedure the lead snapped with complete fracture in the pocket at the point where it was crimped near the tie-down sleeve. The remnant of the lead was removed using manual traction. The lead was replaced. No patient complications have been reported as a result of this event.